Event description:
It was reported that: a pci that went wrong, with 2 failed percutaneous ventricular assist device pvad on the left side, and the patient ended up getting ECMO on the right side. The manta was attempted to close the left side that had a 14fr pvad sheath and reported failed attempt to close previously with alternative closure devices in the cath lab, with the sheath being reinserted, and the patient being sent to the or for left and right closure, manta on the left side. Vessel size, calcification, etc was undetermined and difficult to estimate via ultrasound with a sheath in place, and no previous CT imaging. The best estimate via angiogram during the pci was about 8mm. Hemostasis failed via 14fr manta, with pulsatile flow noted, and manual pressure was used for 20 min to ultimately achieve hemostasis without issue. Manta remained in the vessel tract. ECMO closed via a vascular cutdown. Dr. Did not consider this a manta failure, he stated that "the vessel was compromised pre close, we were hoping for the best". Patient was stable last check the following day.

Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed, as the device was not returned for investigation. The device lot history record review for lot number mn2301498 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 60-year-old male patient (87.1kgs) presented for a protected pci. Due to the placement of a 14f impella sheath, vessel size, and calcification were undetermined and difficult to estimate via ultrasound. Arteriotomy was estimated to be 8mm per angiogram performed during the pci. No previous CT imaging was available. The patient received ECMO placement on the right side. After two failed impella placements on the left side, proglides were deployed but failed in closing, and a 14f manta device was deployed for bailout. Following deployment, pulsatile bleeding was noted, and manual pressure was applied for twenty minutes, achieving hemostasis without issue. The 14f impella sheath was reinserted, and the patient was transferred from the cath lab to the or for closure on the left and right sides. During the surgical intervention, the manta device remained in the vessel tract, and repair was performed at the echmo site. Patient outcome post-procedure the following day was stable. The physician mentioned the vessel was compromised pre-close and did not consider this a manta failure. The manta instructions for use warns not to use manta in patients with severe calcification of the access vessel. The IFU procedure requirements indicate that pre-procedure cta is recommended to assess femoral artery anatomy. IFU procedure preparation states to con firm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endov ascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, late arterial bleeding, and vessel laceration or trauma. As a precaution, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: a pci that went wrong, with 2 failed percutaneous ventricular assist device pvad on the left side, and the patient ended up getting ECMO on the right side. The manta was attempted to close the left side that had a 14fr pvad sheath and reported failed attempt to close previously with alternative closure devices in the cath lab, with the sheath being reinserted, and the patient being sent to the or for left and right closure, manta on the left side. Vessel size, calcification, etc was undetermined and difficult to estimate via ultrasound with a sheath in place, and no previous CT imaging. The best estimate via angiogram during the pci was about 8mm. Hemostasis failed via 14fr manta, with pulsatile flow noted, and manual pressure was used for 20 min to ultimately achieve hemostasis without issue. Manta remained in the vessel tract. ECMO closed via a vascular cutdown. Dr. Did not consider this a manta failure, he stated that "the vessel was compromised pre close, we were hoping for the best". Patient was stable last check the following day.

Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed, as the device was not returned for investigation. The device lot history record review for lot number mn2301498 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 60-year-old male patient (87.1kgs) presented for a protected pci. Due to the placement of a 14f impella sheath, vessel size, and calcification were undetermined and difficult to estimate via ultrasound. Arteriotomy was estimated to be 8mm per angiogram performed during the pci. No previous CT imaging was available. The patient received ECMO placement on the right side. After two failed impella placements on the left side, proglides were deployed but failed in closing, and a 14f manta device was deployed for bailout. Following deployment, pulsatile bleeding was noted, and manual pressure was applied for twenty minutes, achieving hemostasis without issue. The 14f impella sheath was reinserted, and the patient was transferred from the cath lab to the or for closure on the left and right sides. During the surgical intervention, the manta device remained in the vessel tract, and repair was performed at the echmo site. Patient outcome post-procedure the following day was stable. The physician mentioned the vessel was compromised pre-close and did not consider this a manta failure. The manta instructions for use warns not to use manta in patients with severe calcification of the access vessel. The IFU procedure requirements indicate that pre-procedure cta is recommended to assess femoral artery anatomy. IFU procedure preparation states to con firm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endov ascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, late arterial bleeding, and vessel laceration or trauma. As a precaution, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: a pci that went wrong, with 2 failed percutaneous ventricular assist device pvad on the left side, and the patient ended up getting ECMO on the right side. The manta was attempted to close the left side that had a 14fr pvad sheath and reported failed attempt to close previously with alternative closure devices in the cath lab, with the sheath being reinserted, and the patient being sent to the or for left and right closure, manta on the left side. Vessel size, calcification, etc was undetermined and difficult to estimate via ultrasound with a sheath in place, and no previous CT imaging. The best estimate via angiogram during the pci was about 8mm. Hemostasis failed via 14fr manta, with pulsatile flow noted, and manual pressure was used for 20 min to ultimately achieve hemostasis without issue. Manta remained in the vessel tract. ECMO closed via a vascular cutdown. Dr. Did not consider this a manta failure, he stated that "the vessel was compromised pre close, we were hoping for the best". Patient was stable last check the following day.